Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance measurements. Technical services (ts) recommended reprogramming options. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.